Event description:
It was reported that the insulin pump alarmed motor error during basal delivery. Customer does not use the sensor feature and they were able to complete the rewind sequence. Customer's blood glucose readings were noted to be 47 mg/dl and stated that she felt like she was going to pass out. Customer has treated by eating. Mother mentioned that they feel the low blood glucose readings are caused by the motor error. Self test was performed and the motor error did not appear on the screen. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.